Event description:
J tube feeding pump malfunctioned and the wrong amount of feeding fluid was administered to patient.

Event description:
Additional information received on 11/12/2024 for report mw5161992 to update device information.